Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clip applier did not close clips securely. At least one clip fell off of the tissue that was being ligated. There was no consequence to the pt.